Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, implanted: (B)(6) 2017, product type: lead. (B)(4) applies to lead (lot# unknown) only. (B)(4) applies to lead (lot# unknown) only. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient changed their bandages and wants to know how to clean the incision area. They were advised to call their healthcare provider (hcp) and look at the paperwork provided. Additional information was received from the patient. Patient reports not having a bowel movement since evaluation started, patient is leaking, bandage is bloody, and they might be infected. Additional information was received from the patient. Patient says nobody called them with regards to the bandage change and was advised to contact their hcp. Patient also reported stomach pain from stimulation too high. Stimulation was lowered and the pain went away, but their stomach is a little upset because of the stimulation issue. Additional information was received from the patient. After turning stimulation up, the patient's stomach felt, "like I was in labor." Patient also said the neighbor helped fix their loose wire. The issue was resolved at the time of the report. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.